Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient¿s device was turned off, prior to having an MRI. And then it was found, to be in the on state, after the MRI. The MRI technician had interrogated the implantable pulse generator (ipg). Showing normal impedances and turned the battery off prior, to the MRI. Approximately, 15 minutes later, in the MRI department, the battery was interrogated again. And it was found, to be on. At that time, the battery was once again turned off and proceeded with the MRI. Following the MRI, the battery was interrogated for a third time to be turned back on. And was found, to already be in the on state. The patient has not reported any complaints or issues following the MRI. They will revisit, the healthcare provider's (hcp) office to have the battery interrogated again. The hcp will turn the battery off and wait 15 minutes to see if the battery remains in the off state afterwards. No known external factors contributed to this issue. And it is unknown, whether the issue has been resolved. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported when the patient was brought back into the office and the device was turned off, it remained off until it was turned back on by the clinician which was about half an hour. The cause of the issue wasn¿t determined.